Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 12/22/2021, it was reported by a sales representative via email that (2) ar-8990st-2 fibertak dx suture anchor had properly set into the bone and when surgeon attempted to tie and repair the tendon, the sutures were sliding and the anchors pulled out of implantation site. This was discovered during a tendon repair procedure on (B)(6) 2021. Surgeon used a 1.35 drill to opened two new bone tunnels. Additional information received 12/28/2021: surgeon completed case successfully without further issues using ar-1934bcft biocomposite suturetak.